Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe could not extract liquid because of a defective stopper. No serious injury or medical intervention was reported. Verbatim: "doctor feedback using syringe couldn't extract liquid, there was no nagative pressure. It was found there was stopper defective in plunger."

Event description:
It was reported that bd luer-lok¿ disposable syringe could not extract liquid because of a defective stopper. No serious injury or medical intervention was reported. Verbatim: "doctor feedback using syringe couldn't extract liquid, there was no negative pressure. It was found there was stopper defective in plunger."

Manufacturer narrative:
Investigation summary: three photos and one loose used 1ml ll syringe inside an opened blister package from batch #7240915 (p/n 309628) were received and visually evaluated. The stopper was found to have severe deformities to it's front and back ribs, possibly due to damage. The deformities prevented the stopper from forming a seal with the barrel wall. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the defective stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 7240915 is considered in compliance with our product specification requirements.